Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified a broken device with red particles and pink biological tissue on the surface of the device.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture and recall.

Event description:
Physician reported that patient has come to the clinic with "left implant is ruptured," and "wants recalled implants removed." Device remains implanted.